Event description:
The customer reported that the aquios cl flow cytometer waste connector broke, resulting in a leakage of waste fluid. The operator was exposed to the leaked fluid while investigating the origin of the leak. The operator was wearing only gloves as personal protective equipment at the time of the event. While leaning into the instrument, the operator¿s mouth and eyes were exposed to the waste fluid. The operator sought medical attention and is receiving antiretroviral treatment for 28 days as a result of the event. Operators in this laboratory will now use a mask with a visor in addition to gloves while troubleshooting the instruments. There was no impact to patient or patient samples as a result of this event.

Manufacturer narrative:
The assignable cause of the event is considered use error, the operator was not wearing the proper ppe while troubleshooting the instrument. Upon exposure, the operator discontinued troubleshooting the instrument. A beckman coulter field service engineer (fse) went to the customer site and replaced a broken waste connector that was causing the leak. Per the aquios instructions for use (pn: b21896): ¿ beckman coulter, inc. Urges its customers and employees to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec internal identifier case: (B)(4).